Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
I want to inform you about a defective valve. The valve was broken when using the cap. Safety clamp was used. Valve was changed. No patient harm.

Event description:
I want to inform you about a defective valve. The valve was broken when using the cap. Safety clamp was used. 04sept2019 the rcc verified the sample had been sent however the plant was not able to locate. The sample is considered lost in transit. Dmh.

Manufacturer narrative:
Follow up emdr for device evaluation. One sample was received for evaluation. The failure was confirmed. Lot identification was not observed and consequently, a DHR review was not performed. Based on the information provided, a probable root cause was not determined for this investigation. During the analysis performed relevant to the failure mode, it was not possible to identify any probable root cause regarding the elements analyzed. This instance will be entered into the tracking system and will be tracked and trended for future occurrences as a part of the monthly quality data analysis (qda).